Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329 ; product serial/lot number: (unknown) ; product type: (0195 - heart valves); implant date: no t-implantable; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed to 80%. An angiogram was then obtained which revealed that no coronary arteries were obstructed. Subsequently, the valve was fully deployed. After full deployment of the valve, an angiogram was recurrently obtained to verify that there were no coronary artery obstructions. The procedure was then completed. 10 minutes following completion of the procedure, the patient developed hypotension and st depression. It was then identified that the patient had thrombus in their left main coronary artery. A coronary artery bypass graft (CABG) was then completed.

Manufacturer narrative:
Updated data: b2, b5, h1, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted in the native annulus. Per the physician, the cause of the coronary artery occlusion was a thrombus off the native leaflet, and the delivery catheter system did not cause or contribute to it. The total procedure time was 20 minutes. The patient's activated clotting time during the procedure was 189 and additional anticoagulant medication was administered. Subsequently, the patient died the next morning after the implant procedure.